Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: inratio 2.6, 2.6, doctor's poc: 5.1, lab 5.2. The inratio readings were taken back to back. All tests were done within 30 minutes. Therapeutic range: 2.0-3.0. Patient self tester reports having issues with lancets. No other information was provided.